Event description:
It was reported there was a question on the programming of the leads. The ventricular lead was programmed as unipolar sensing and bipolar pacing. The atrial lead was programmed as unipolar pacing with decreasing impedance and bipolar sensing. Both leads, atrial and ventricular, have had lead warnings previously for low impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.